Event description:
It was reported that this patient had an untreated episode due to artifact oversensing. A review was sent to technical services for troubleshooting advice for this device. A review by technical services (ts) noted that non physiological artifacts were the result of a sudden change in the impedance pathway of the sensing vector. Ts noted that this could be either caused by incomplete lead inserting, an impaired lead or other impairment of the lead contact in the device header. Ts discussed to evaluate lead insertion with a high resolution x-ray. In addition, ts discussed that in case the artifacts can be reproduced when performing maneuvers and taking sense b node out of the sensing configuration will most likely eliminate the issue. Secondary vector does not use the sensing node b and will hence most likely be free of artifacts. Primary vector as well as alternate vector both use sensing node b and leaving the primary vector as sensing configuration will leave the patient at risk of inappropriate shock delivery. Ts noted that if x-ray images reveal a properly inserted lead, it was recommend to keep secondary vector as programmed sensing configuration. No adverse patient effects were reported. The device was reprogrammed to the secondary vector and oi noise was produced.